Manufacturer narrative:
H.6. Investigation summary: from the returned photo the hypoint shield was observed to be broken. DHR reviewed for affected batch number and do not observe abnormalities. Based on returned photo the hypoint shield was broken before use as explained in the verbatim. Based on process fmea, there is a leakage test station to test for leakage of shield. The broken shield from the returned photo would have rejected at this station. Hence, the defect may be produced out of manufacturing facility. The root cause could not be established as the defect maybe produced out of manufacturing facility.

Event description:
It was reported that prior to use the needle shield was discovered to be broken and needle was exposed thus affecting sterility with a bd hypoint¿ ndl27ga1/2in. The following information was provided by the initial reporter: defect found, its needle container was broken before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the needle shield was discovered to be broken and needle was exposed thus affecting sterility with a bd hypoint¿ ndl27ga1/2in. The following information was provided by the initial reporter: defect found, its needle container was broken before use.